Event description:
Report received of an underdelivery. The pump was set to deliver 48ml/hr with a volume to be infused of 8ml via the secondary line. The customer was infusing amiodarone through the secondary line with a 10ml syringe and wanted the medication to be given in 10 minutes. The pump alarmed after 10 minutes of infusion, but only 2ml were dispensed from the syringe. The nurse reset the pump and again there was an underdelivery. The nurse removed the syringe from the pump and gave the medication IV push. The primary solution and pump settings were unspecified. The customer stated that the patient did not have any adverse patient effects.